Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had a procedure on (B)(6) 2013 with a bifurcated device. Subsequently, patient ruptured his aaa and computed tomography noted a type 3a and possible 3b with rupture. Physician implanted a bifurcated graft and also a thoracic graft, and a viabahn graft was placed in left renal. The patient tolerated the procedure well and was discharged home in good condition.